Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. The catheter was returned with a guidewire still stuck inside. Dissection revealed that the guidewire lumen was stretched at the location of the distal inner hypotube, likely causing the guidewire to become stuck. This is possibly the result of the guidewire lumen delaminating from the distal inner hypotube. The catheter deployment was not able to be tested since a guidewire could not be inserted through the catheter, and because the guidewire lumen was damaged deployment would be impossible. Based on all the available information the observed stuck guidewire was likely due to unintended use error due the observed stretched guidewire lumen. It is likely that the damage occurred when the user deployed/undeployed the catheter without a guidewire inserted.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.